Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, there was a misdirected pulse during testing. The pulse caused extensive damage to the computer / analog (ca) board and defibrillator board. The root cause of the misdirected pulse could not be determined due to the damage. No adverse event resulted from the defective monitor. The last pt to use this device did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.